Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, regarding implant of a 23mm sapien 3 valve in pulmonic position by transfemoral approach, the patient had a stent in pulmonary position, which fractured, so, a pulmonary replacement was needed. During the procedure, first covered stent was implanted in a fractured pre-stent and a post-dilatation was performed. After that, the valve was implanted and with the last cc, the commander delivery system balloon ruptured, most probably due to the fractured spike from the previous pre-stent. Consequently, the delivery system was tried to pulled inside a gore dryseal 26f sheath, but the tip of delivery system was not able to pull inside. Therefore, the dryseal and the commander delivery system were removed together from the vein. The balloon was burst, but no material was visible missing. After that, a post-dilation was successfully performed. Finally, the patient was in a good condition. The perceive root cause of the balloon burst was due to the fractured spike from pre-stent.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. Balloon burst and system component separation were confirmed based on review of provided post-procedural device imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the patient had a stent in pulmonary position, which fractured, so, a pulmonary replacement was needed. During the procedure, first covered stent was implanted in a fractured pre-stent and a post-dilatation was performed. After that, the valve was implanted and with the last cc, the commander delivery system balloon ruptured, most probably due to the fractured spike from the previous pre-stent. Consequently, the delivery system was tried to pulled inside a gore dryseal 26f sheath, but the tip of delivery system was not able to pull inside. Therefore, the dryseal and the commander delivery system were removed together from the vein. The balloon was burst, but no material was visible missing. As per imagery review, a piece of the balloon was separated, that probably occurred during table manipulation.'' In this case, the patient had two pre-existing stents in the landing zone (one of which was fractured). The presence of pre-existing stents can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, balloon interaction with sharp edges of pre-existing stents can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (pre-existing stents) may have contributed to the balloon burst. In this case, additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the observed balloon separation. As such, available information suggests that procedural factors (high withdrawal force and device manipulation) may have contributed to the separation. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.